Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) evaluated the iabp unit and spread contacts on batteries with a #1 phillip head screwdriver and put silicon on contacts to make sure batteries wouldn't stick. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had batteries that would not come out of the unit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, component codes, health effect ¿ impact codes), h10, h11. Corrected fields: h6 (medical device problem code, investigation findings).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had batteries that would not come out of the unit. There was no patient involvement, and no adverse event reported.